Event description:
It was reported that the user experienced severe hyperglycemia after being off the ilet and not administering insulin, then reconnected and observed insulin delivery but misinterpreted the delivery graph as no insulin; blood glucose peaked at 530 mg/dl and subsequently decreased to 211 mg/dl with continued automated insulin delivery. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without emergency treatment or hospitalization. Investigation included complaint handling, user education on meal announcements and truthful meal entry, review of device data indicating active insulin delivery, and confirmation to send replacement supplies. Investigation of this case revealed normal device function with user misunderstanding of the insulin delivery display and suboptimal use due to inaccurate meal announcements. It was concluded that the event was due to use error and misunderstanding, not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.